Manufacturer narrative:
The excess steam condensed onto the floor of the user facility, resulting in water to form on the floor. A steris service technician arrived onsite following the reported event to inspect the evolution sterilizer and found that the pressure control switch on the unit required replacement. To resolve the issue, the technician replaced the pressure control switch, tested the unit, and confirmed it to be operating according to specifications. The unit was returned to service. A 3-year complaint review confirmed this to be an isolated occurrence. No additional issues have been reported.

Event description:
The user facility reported steam leaking from their evolution sterilizer. No report of injury or procedure delays.